Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic esophageal stent placement for treatment (diagnosis unknown). As the clinician began to deploy the suture for the ultraflex esophageal stent, resistance was noted. The clinician attempted to deploy by using additional force when pulling the suture. The deployment suture broke. The device was removed from the patient. The procedure was not completed. The patient did not sustain any complications as result of the deployment issue. No further information is available at this time.